Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the distal end bend relief of the driveline was confirmed through an onsite evaluation by an abbott representative. It was reported that the silastic was separating from the metal connector, requiring a clamshell repair. No alarms were reported for this event. An abbott clinical representative performed a clamshell repair on (B)(6) 2021 via case# (B)(4). The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the silastic separated from the metal connector requiring a clamshell repair. The repair was planned to be performed on-site by a clinical representative. Additional information revealed that a clamshell repair was completed on (B)(6) 2021.